Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device entered in a backup vvi mode. It was noted that the family does not wish to have the device replaced at this time due to patient's condition.